Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was displaying an error code and was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that locking components were damaged, the bearings were damaged, and the cable/cord/wiring was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation update: further investigation determined that the device had damaged motor, control and locking parts. It was further determined that the device failed pre-repair diagnostic tests for loctite and cable assessments, cutter lock assessment, motor thermistor assessment, noise assessment, air pump assessment, and handpiece temperature assessment. This information does not change the assignable root cause of normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.